Event description:
It was reported that the patient's blood glucose level rose to 14.0 mmol/l while wearing between 37 and 48 hours. Insulin was reported to be leaking during wear and the cannula had dislodged from the abdomen. Treatment was able to be resumed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.